Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
During the customer¿s pump training, it was reported that the customer experienced a blood glucose (bg) level of 537 mg/dl. The cause of the elevated bg level was due to a urinary tract infection. Customer received third party assistance from urgent care medical staff, who provided intravenous (IV) hydration therapy. The customer mentioned they had a headache, extreme thirst, and frequent/foul smelling urine, but no permanent damage occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.